Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. The balloon was initially inflated twice. However during third inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 7-40 mustang balloon catheter. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter. The balloon was loosely folded with blood in the balloon and inflation lumen. Microscopic inspection revealed a pinhole in the balloon material, 15mm proximal from the distal tip. Inspection of the remainder of the device revealed numerous kinks in the hypotube. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was advanced for dilation. The balloon was initially inflated twice. However, during third inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 7-40 mustang balloon catheter. No patient complications were reported and the patient's condition was good.